Manufacturer narrative:
The alp reagent lot number was 86506701 with an expiration date of 31-dec-2025. The ggt reagent lot number was 88815401 with an expiration date of 31-mar-2026. The phosphorous reagent lot number was 83452301 with an expiration date of 31-dec-2025. The investigation is ongoing.

Event description:
There was an allegation of questionable results for multiple assays for one patient sample from the cobas 8000 cobas c 502 module. The initial alkaline phosphatase acc. To ifcc gen.2 result was 1 u/l, and the repeat result was 107 u/l. The initial gamma-glutamyltransferase ver.2 result was 0 u/l, and the repeat results were 28 u/l and 27 u/l. The initial phosphate (inorganic) ver.2 result was 0.05 mg/dl, and the repeat result was 8.69 mg/dl. No erroneous results were released outside the laboratory.

Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. Based on the provided data, a general reagent problem was excluded because the quality control results were acceptable. The event was consistent with a pipetting error due to a pre-analytical issue. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.